Event description:
During laparoscopic tubal ligation using cautery device the fallopian tube stuck to the device requiring add'l trocar to be inserted to manipulate. Md stated similar events had occurred previously; however, without intervention required in this case. Instrument reviewed by biomed with no problems identified.